Event description:
The customer questioned low results for 10 patient samples tested for roche elecsys troponin t stat (troponin t stat) on a cobas 6000 e 601 module. The customer stated qc results from (B)(6) 2018 at 12:13 a.m. Were within the acceptable range. The customer repeated the 10 patient samples on (B)(6) 2018 at 10:30 a.m. On a cobas e 411 immunoassay analyzer and the results for 3 patient samples were discrepant. Patient 1 initial result from the primary sample tube on the e601 module was 0.341 ng/ml with a data flag and the result from the e411 analyzer was 1.03 ng/ml with a data flag. Two aliquot samples were made: the result from aliquot sample #1 on the e601 module was 0.512 ng/ml with a data flag and the result from the e411 analyzer was 0.987 ng/ml with a data flag. The result from aliquot sample #2 on the e601 module was 0.363 ng/ml with a data flag and the result from the e411 analyzer was 1.00 ng/ml with a data flag. Patient 2 (male, date of birth (B)(6)) initial troponin t stat result from the e601 module was 4.11 ng/ml with a data flag. The repeat result from the e411 analyzer was 7.66 ng/ml with a data flag. Patient 3 (female, date of birth (B)(6)) initial troponin t stat result from the e601 module was 0.010 ng/ml with a data flag. The repeat result from the e411 analyzer was 0.026 ng/ml. The initial low results were reported outside of the laboratory. Upon completion of repeat testing, corrected reports were issued. After the initial point of contact, the customer stated patient 2 had died sometime after 4:00 p.m. On (B)(6) 2018. The customer was unable to provide the specific time of death. The customer stated the patient death was not due to the device. Even though the results between the e601 module and the e411 analyzer were discrepant, the customer stated that both troponin t stat results indicated an acute myocardial infarction. The customer stated the patient died from the result of a "non stemi with cardiac shock" and the patient coded and the family had chosen a do not resuscitate (dnr) and the patient passed away. Medical assessment of the event stated that the discrepant troponin t results would not have changed the therapy or diagnosis of this patient. The myocardial infarction was clearly evident by both laboratory results and the patient's clinical symptoms. The treatment plans for the 3 patients were not adjusted due to the erroneous low troponin t stat results. There was no allegation that an adverse event or death was due to the results from the device. The troponin t stat reagent lot number was 308704 with an expiration date of 30-apr-2019. The field service engineer (fse) visited the customer site and found a sipper syringe was misadjusted. The fse adjusted the sipper syringe. The customer performed precision testing and the results were within their specifications. Calibration data was acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The alarm trace showed a single abnormal probe sucking error on the date of the event. The investigation determined that the issue found by the fse was the root cause of the event.